Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The power of attorney reported via phone call that they were admitted to the emergency room into the intensive care unit due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose level was 1087 mg/dl. Customer was transported by paramedics then admitted. The customer was treated with intravenous drip for high blood glucose. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not currently using the insulin pump due to being turned off but power of attorney declined to troubleshoot during the call. Customer power of attorney stated the hospital mentioned something around the reservoir was leaking out of the insulin pump, but did not know which date that was discovered. The insulin pump as well as reservoir will not be returned for analysis.